Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported no flow in the heater cooler. The user reported that the impeller assembly and ceramic spindle of the main motor pump were broken. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.